Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Blood glucose reading 110mg/dl. It was also reported that the customer's insulin pump has low predictive alerts, and wants to go into threshold suspend. Customer also reported a bent cannula. Customer also mentioned that he is recovering from open heart surgery. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.